Event description:
The surgeon placed the electrode array of the cochlear implant incorrectly, i.e not inside the cochlea. The device was explanted and a new device was implanted. The child is progressing with her new device.